Event description:
Anterior chamber iol removed due to corneal edema. Following pathological exam, the lens was noted to have two closed loop haptics. The following diagnosis was established: foreign body giant cell reaction with scattered uveal cells and pigment. The lens was viewed under polarized light. No intracellular foreign bodies were seen.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.